Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced a low blood glucose. Customer¿s low blood glucose level was 40 mg/dl. The blood glucose was 104 mg/dl. Customer also stated that there was a blood at site. The product will not return for the analysis.